Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reported that the issue was reproduced when the system was checked after the procedure. The integrated electrosurgical unit (iesu) was replaced. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the integrated electrosurgical unit (iesu) associated with the customer-reported complaint. The unit was analyzed and error c-34 on start was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was an error m-11 and c-34 occurred with integrated electrosurgical unit (iesu) during procedure. The technical support engineer (tse) advised the customer to restart the iesu and check if the problem persisted. Customer accepted and if the problem persisted, the customer would call back. The error had not occurred for a while after restarting the iesu, but c-34 and m-11 started to occur frequently again and requested us to check the system. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was able to initially power on without errors. The site switched to external electrosurgical unit (esu) force triad 10 because error c-00 could not be cleared after reboot. The procedure was the force triad to complete the procedure. Patient demographics were unknown.